Event description:
The following has been alleged by the patient's attorney: it is alleged by the attorney, that the patient was implanted with a bard/davol mesh during a vaginal surgical procedure, performed on (B)(6) 2011. On (B)(6) 2012, it is alleged that the patient underwent an additional surgical procedure with placement of two non bard/davol mesh implants during a vaginal surgical procedure. The attorney alleges the patient experienced an unspecified adverse outcomes associated to the use of the device.

Manufacturer narrative:
Based on the information available at this time, no definitive conclusions can be made. Additional information has been requested. This MDR includes all patient, event and device information davol has received to date. If additional information is obtained, a follow up MDR will be submitted.